Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that when the patient came into the clinic for a scheduled follow up visit, there was oversensing noted on the lead. The lead remains in use. The patient will have "intensive follow up" in one month. No patient complications were reported as a result of this event.

Event description:
It was reported that when the patient came into the clinic for a scheduled follow up visit, there was oversensing noted on the lead. The lead remains in use. The patient will have "intensive follow up" in one month. No patient complications were reported as a result of this event.